Event description:
It was reported that 6 bd insulin syringes with the bd ultra-fine¿ needle were used that were already expired. The following information was provided by the initial reporter: "for about a month, every other needle collapses when putting by the vial. Bending in half. Syringes acquired around the pandemic (3yr). Uncertain of if the pen needles are working as unable to see the medication go in... First started a couple months ago, starting to become more frequent..., 4. What is the patient outcome? Needle stick injury - self 5. Is there any adverse event reported? No... Consumer is using expired product according to lot. Stated, when he is attempting to draw insulin, needle will bend. Stated, needle shield is difficult to remove and he stuck his finger once after it came off from pulling really hard, (date unknown)."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-aug-2023. H6: investigation summary: customer returned (15) 0.3ml 31ga 8mm syringes in an open polybag from the lot# 6319801. It was reported by the consumer that it expired. All the samples visually verified polybag without any expiration date. Batch is over seven (7) years old. Dhrs have been destroyed. Embecta was able to confirm the customer indicated issue as no expiration date on the package. No root cause can be determined at this time.

Event description:
It was reported that 6 bd insulin syringes with the bd ultra-fine¿ needle were used that were already expired. The following information was provided by the initial reporter: "for about a month, every other needle collapses when putting by the vial. Bending in half. Syringes acquired around the pandemic (3yr). Uncertain of if the pen needles are working as unable to see the medication go in... First started a couple months ago, starting to become more frequent. What is the patient outcome? Needle stick injury - self. Is there any adverse event reported? No. Consumer is using expired product according to lot. Stated, when he is attempting to draw insulin, needle will bend. Stated, needle shield is difficult to remove and he stuck his finger once after it came off from pulling really hard, (date unknown)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.